Event description:
The reporter contacted animas on (B)(6) 2012, stating that the patient had passed away on (B)(6) 2011. The reporter stated that the cause of death on the death certificate was diabetic ketoacidosis. The reporter stated that on an unspecified date in (B)(6) 2011, emergency services were called when the patient's elevated blood glucose levels were not responding to bolus doses. The reporter stated that the pump therapy was discontinued in the hospital and the patient was placed on intravenous insulin and a ventilator. The patient was reportedly transported to another hospital by helicopter 2 days later and passed away in that hospital about 3 weeks later. The reporter stated that hospital personnel reported blood glucose levels between 2000 and 3000 mg/dl during the hospitalization. The reporter stated that insulin pump therapy was never resumed. This report is made based on the indication that the patient's death was diabetes related and the pump could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.